Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ the customer was unable to troubleshoot due to removing the infusion set and not receiving drops during the fill tubing process. The customer reverted to an alternate method of insulin therapy.